Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 300 units of insulin. The customer's blood glucose level was 444 (mg/dl). The customer loaded a new cartridge onto the pump and resumed insulin therapy.